Event description:
During verification testing at the service center, channel 2 of the device intermittently did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
Testing and investigation found the device intermittently did not sound an audible alarm tone during an alarm condition. This was due to the piezo alarm assembly. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer resulting in no audible alarm tone. This report represents all the info known by the rptr upon query by hospira personnel.